Manufacturer narrative:
Correction: g3: date received by MFR should be 11/03/2022 and not 11/10/2022 as initially reported.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion. This occurred during fludarabine therapy. The alarm was cleared a total of five times during the thirty minute infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a review of the event history log confirmed 'upstream occlusion' alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.